Event description:
During administration of packed red blood cells, using the hl-90 fluid warmer, an l-70 administration set (lot 2vjul97), and a vital signs "infusable" disposable pressure infuser, the anesthesiologist saw the hl-90 water reservoir became bloody. The hosp sampled fluid from the i.v. Fluid pt line for culturing. The 48 hour culture showed a small number of gram negative rods. However, no pt blood culture was ever taken because the pt showed no signs to warrant blood infection analysis; also, the pt suffered no effects from the fluid administration discontinuation and device occurrence.